Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device log indicates that the user pressed the energy up/down button after the device was charged is the reason for disarming the charge. All buttons and alarms worked as intended throughout testing. The device successfully completed all functional tests and inspections without any discrepancies. The device worked as expected. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device self discharged. Complainant indicated that there was no patient involvement in the reported malfunction.